Manufacturer narrative:
No device deficiency was reported. Phrenic nerve damage leading to diaphragmatic paralysis is a known potential adverse event documented in product labeling. Both heartlight and rf were used to treat this patient, and the cause of the adverse event cannot be determined.

Event description:
Phrenic nerve paralysis (pnp) was reported after a pulmonary vein isolation (pvi) case was performed with the cardiofocus heartlight system and an unspecified radiofrequency (rf) ablation catheter. Cardiofocus' representative became aware of this adverse event from a presentation at the 83rd annual scientific meeting of the japanese circulation society (jcs 2019). The patient's left and right superior pulmonary veins (lspv, rspv) were both treated with the heartlight system. The left inferior (lipv) and the anterior side of the right inferior (ripv) were ablated using rf. Touch-up ablation was also performed with rf in the anterior and posterior areas of the rspv. No decrease in the compound muscle action potential (cmap) was observed during the procedure. The day after the procedure pnp was suspected from x-ray. The patient was discharged at an unreported later date with the pnp still not recovered. A follow-up was performed on an unreported later date with the pnp still not recovered.